Event description:
It was reported that device detachment occurred. The 80% stenosed lesion was moderately tortuous and moderately calcified vessel. An opticross 6 hd imaging catheter was used for ultrasound examination of the target lesion. During the procedure, the tip of the catheter broke off inside the unknown guide catheter. Everything was quickly taken out of the patient, and nothing was left inside. The procedure was completed with a different device. No patient complications were reported.